Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that when stimulation is turned on and when the patient is up and doing things, her stimulation will jump really high for 30 seconds and then jump back down. When she is walking, it will go from 5v and jump up to 7v and it will catch her off guard. This has been happening since the patient was reprogrammed on (B)(6) 2014 and happened multiple times daily. It was noted, the patient had a device where the stimulation would change for different body positions. Additional information received reported that when the patient is upright or upright mobile, amplitude jumps up to 8.5v, then it drops down to where it should be. The patient used her programmer to confirm this and the amplitude trend was checked which showed a max voltage of 8.5. This didn¿t happen in the transitional phase, only when the patient was definitely in the upright or upright and mobile position. None of the patient¿s positions programmed positions were set to a level that high. The limit could not be lowered below 7.7v, but it was confirmed that there was one setting set to 7.7v. The transition zone settings were changed and some reprogramming was performed. The cause of the event was unknown. Upper amplitude limits were set into the ins. The patient was to keep a log of any issues as they occur for the next several weeks. The logs were going to be reviewed at the patient¿s next scheduled appointment, date was unknown. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow-up report will be sent.